Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not sound an alert. Tandem technical support verified that the pump volume was set to normal. Customer declined cts's offer to troubleshoot and declined to provide further information. There was no reportable impact to blood glucose.